Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone insulin pump alarmed motor error. Customer blood glucose reading was 400 mg/dl. Troubleshoot was performed. Customer said drive supporting cap is normal. Customer did not report encoder error. Customer was unable to complete rewind due to pump alarm. Customer also reported high blood glucose reading. Customer did not troubleshoot for high blood glucose reading. Customer had 400 blood glucose reading twice in a day. The first one was treated with the pump, the second one was treated with manual injection. Customer was advised to discontinue from the pump and revert to back plan per healthcare instruction. Insulin pump will be returning for analysis. ¿

Manufacturer narrative:
Pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No motor error alarm noted. Motor passed motor test. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted. Pump received with minor scratched lcd window, cracked case at the display window corners and cracked reservoir tube lip. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.